Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that using a femoral artery access approach during a procedure of the mildly calcified, moderately tortuous, 99% stenosed, mid, right coronary artery (rca) after predilatation with a 1.5 x 12 mm unspecified balloon dilatation catheter (bdc) the 3.0 x 28 mm xience prime stent was deployed, however, a proximal stent edge dissection was noted. A second xience prime stent was used as treatment. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.